Event description:
It was reported the pt is not receiving effective stimulation to her lower back. Reprogramming was unable to resolve the issue. Surgical intervention may be pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.